Event description:
Patient was being repositioned in iccu bed when the handle ripped off of the inflatable mattress. Mattress was immediately deflated to avoid potential patient injury. Per rn "this has happened to us five times now". Other problems reported: during inflation, patient's spine does not remain in neutral posture on the comfort glide air lt. In some instances, cervical extension past neutral occurred during inflation phase (when the body elevates with the head lagging behind, this simulates the feeling of falling). With most body types, volunteers' posture became more flexed during inflation and while inflated, with the pelvis being the lowest part of their body. Reports have been received that the mat does not inflate evenly on narrow surfaces, and rocks the patient in a vulnerable position. Medline comfort glide air lt has a slippery underside. Medline rep reported that the mat features a 30% assist when mat is not inflated, serving the caregiver even if the power is not turned on during a lateral transfer. While volunteers sat on the comfort glide at the edge of the bed (after transfer was completed), many were observed slipping down off the edge. The slippery nature of the lt mat may be a safety hazard when patients are transferred to narrow surfaces (i.e. Or/procedure tables, CT surface, gurneys), propped in sitting (i.e. Cardiac chairs), or when transferring to sitting at the edge of the bed (should be removed before ICU mobility). Sitting on a reduced friction transfer surface at the edge of an ICU bed will accelerate a fall. Further research is needed to determine if either mat would cause a patient to slip down/off a cardiac chair. The technique trained to move the mat requires pulling from an outstretched position. The comfort glide lt offers 75% assistance w/lateral transfer, but the side collapses when the caregiver tries to push the mat and it doesn't move well. The caregiver on the receiving side needs to bend over the transfer surface to reach for the handles and pull from this outstretched position. Pushing is less effective in moving the medline product and results in more pulling. Pelvic contact with the transfer surface is suspected of contributing to this lag. The medline comfort glide air lt commonly gets stuck in the gap between surfaces. It occurred several times during product testing, and has since been reported commonly with transfers that do not meet closely (i.e. Bed ¿ gurney). In order to free the mat, extra pulling force is required. The medline comfort glide lt showed artifact in some xray exams. No radiological evidence was provided to prove absence of artifact, so independent testing was initiated. Initially, medline's mat showed a great deal of interference, producing a gray cast over the image, and significantly reducing contrast. Upon further testing, it was found that it was due to the hygiene sheet, and not the mat. This will prevent the hygiene sheet from being present when patients are in an x-ray exam. The use of different scanning techniques revealed differences in the medline mat's images. The medline mat's seams were present using the "hand" technique in 2 departments, and present using the "chest" technique in 1 department (but not the other). The seams were not present using the 3rd technique. Pulling forces used to move a (B)(6) volunteer on the medline mat were significantly greater than those needed to move the same volunteer on two other competitor's products. Manufacturer response for lateral transfer, comfort glide lt lateral transfer sheet (per site reporter). Medline wants to review and assess the product.